Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the trunk cable wires were damaged and unable to connect to a monitor. The root cause for the damaged wires was excessive force. There was no adverse event that resulted from the damaged belt.